Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the investigation, it is likely, the subject device did not display an image on the monitor ,due to a circuit board failure in the patient board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported that there was no image on the monitor of their evis exera iii video system center during a pre-use inspection. There were no reports of patient or user harm. This medical device report (MDR) is being submitted to capture the reportable malfunction discovered during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing of the unit, the reported problem of no image was confirmed, caused by a faulty patient board set. In addition, a corroded top cover and bottom chassis, a worn video connector latch, which caused poor connection with pigtail connectors, and a prior version to the current device software were discovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.